Event description:
Reportedly, a skin graft procedure with electrocautery was performed on (B)(6) 2016. After this procedure, lead measurements that were obtained and saved during pacemaker check were not displayed on the programmer printouts.

Event description:
Reportedly, a skin graft procedure with electrocautery was performed on (B)(6) 2016. After this procedure, lead measurements that were obtained and saved during pacemaker check were not displayed on the programmer printouts.